Event description:
Customer reported being hospitalized for high blood glucose levels. Customer stated that partial segments are present on pump display and was concerned that it may be causing high blood glucose levels. No further details provided at time of call.

Manufacturer narrative:
Analysis revealed that pump was rec'd with partial display scrambled due to faulty component on mother board. The pump passed 7.2 unit bolus and occlusion tests.